Event description:
Customer reportedly, received results of 34 mg/dl and 153 mg/dl within 10 mins on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.